Event description:
The customer contact reported air in the tubing. The tubing set was connected to a pressure tubing set via a locking blunt cannula and was being used to deliver an unspecified solution via a power injector. After an unspecified length of time in use, it was reported that 5ml to 10ml of air was noted in the two tubing sets. The air was removed from the tubing sets and the procedure was resumed. No air was delivered to the patient. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).